Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the left circumflex artery (lcx). A 182cm pt graphix guide wire was advanced to the target lesion. However, the physician did not noticed that the guide wire prolapsed back into where the stenting will be made. Subsequently, a 2.5x16mm promus premier stent was then deployed and pinned the distal portion of the guide wire behind the stent. In an attempt to retrieved the guide wire, the guide wire was fractured and the 6mm portion of the wire was left in between the stent and the vessel wall. The procedure was completed. No further patient complications were reported.